Event description:
Left ventricular (lv) lead had a performance issue and the lead was capped and replaced. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).